Manufacturer narrative:
Device not returned. The surgeon indicated that the device did not cause or contribute to the patient's death. The device was not explanted. However, he also indicated the initial valve replacement was due to endocarditis. Both the discharge summary, source and type of infection has been requested but not received at this time. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
This event was reported in error. Through follow-up with the healthcare provider it was learned that although the patient expired the day of surgery, the edward's valve did not cause or contribute to the patient's death.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the patient expired after an implant duration of 18 days (0.60 months). Through follow-up with the surgeon, the cause of death was provided as multisystem organ failure.

Manufacturer narrative:
Additional manufacturer narrative: it has been learned though follow-up with the healthcare provider that the device did not cause or contribute to the patient's death. The initial response indicated that "endocarditis - the reason for surgery." This event was reported in error.